Manufacturer narrative:
Per the tandem user guide, "the transmitter is reusable and is replaced about every 6 months." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the transmitter had been used for longer than 6 months and should be replaced to resolve the issue; customer support directed customer to use a new transmitter. No additional patient or event information was available.